Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper implant selection, using too long of an implant, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had three months of pain relief before complaining of right side radicular leg pain. The surgeon determined that the inferior positioned implant was impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the inferior positioned implant using chisels. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.